Manufacturer narrative:
Additional information: on july 8, 2020, mentor became aware that the patient actually underwent device removal and replacement with a 475cc mentor memorygel breast implant, catalog number 3504751bc on (B)(6) 2020. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast pain and suspected rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with 375cc mentor memorygel breast implants and experienced postoperative left-sided breast pain and suspected rupture (of the same breast). As a result, the patient is scheduled for bilateral explantation on march 27, 2020 and intends to replace with 475cc mentor memorygel breast implants (catalog number 3504751bc).

Manufacturer narrative:
Additional information: on may 7, 2020, mentor became aware that the patient underwent device removal and replacement with a 475cc mentor memorygel breast implant, catalog number 3504751bc on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture and breast pain. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on april 17, 2020, mentor became aware that the patient's explantation procedure has been canceled due to covid-19. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on august 11, 2020, the mentor failure analysis lab received the device for evaluation. On august 17, 2020, mentor became aware that the patient also experienced high grade capsular contracture on the left side. On september 2, 2020, the product investigation was completed. Device investigation summary: during a visual evaluation, an anomaly was observed in the posterior view on the device consistent with a crease/fold. Additionally, a tear was also observed within the crease/fold, measuring approximately 12.7 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).